Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The doctor of a (B)(6) year old male patient contacted zoll customer support per an email with the territory manager (tm) to report that the patient's back was infected from the lifevest (lv) rubbing against his skin. The tm asked zoll customer support if a patient service representative (psr) could visit the patient. A psr was sent to follow-up with the patient on (B)(6) 2013. The psr reported that the patient had a sebaceous boil on his back. The surgeon had looked at the boil and debrided the wound. The psr also reported that the wound was not under the therapy electrode in any way. Psr was instructed from zoll customer support to review with the patient that nothing should be between the patient's skin and the lv, and the patient's garment should be kept extra clean because of the wound. There is no additional follow-up documented.